Manufacturer narrative:
The actual date of event is unknown. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Root cause: the root cause for the reported issue of an communication error was not determined because no products or device logs were returned.

Event description:
It was reported that there are known channel communication errors that can occur depending on how the modules are cleaned and with what solutions, specifically for the iui connectors. The instructions for use (IFU) specify a 15-minute dry time after cleaning, which there is no labeling to indicate the passage of time. This creates false positives in alarms when put into patient use prematurely as the conductors are still moist. There was patient involvement but no harm. Additional information received: customer states "this is more of a concern for protocols in cleaning and best practices to prevent this".